Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (30mg/ml at 1.727mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2016, the patient came in for a pump refill. The actual residual volume was 0 ml; the expected residual volume was 21.5. The discrepancy was not the result of a programming error. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.